Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3003902955-2013-00003 to provide information regarding the evaluation of unused samples returned from the user facility.

Manufacturer narrative:
Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with the end-user not following the proper technique per the instructions-for-use in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: (1) "handle with care to avoid needlesticks"; (2) "keep hands behind the needle at all times during use and disposal"; (3) "for greatest safety, activate the sheath using a one-handed technique"; (4) "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; (5) "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; (6) "visually confirm that the needle is fully engaged under the lock"; and (7) "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the safety feature would not lock on some samples and the safety shield "broke off" during attempts to engage the safety feature following use of one device. During follow-up communication with the user facility, it was confirmed that no injury occurred to the user as a result of the event.

Manufacturer narrative:
The involved sample is not available for evaluation. However, unused samples were returned by the user facility. The returned unused samples and reserve samples from the reported lot were examined and tested at the manufacturing facility. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history record indicated that there were no production related problems. Although the cause for the reported event cannot be definitively determined based on the available information, there is no indication that there was any relation to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-foruse with statements to minimize the potential for a needlestick such as the following: (1) "handle with care to avoid needlesticks"; (2) "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; (3) "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock"; and (4) "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up.